Event description:
Sorin group (B)(4) received a report that the s3 roller pump was stopping intermittently during set up. The pump was not used for the procedure and there was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 roller pump was stopping intermittently during set up. The pump was not used for the procedure and there was no patient involvement. A sorin group field service representative was dispatched to investigate. While at the facility the service representative was unable to reproduce the problem. After running the pump without issues, all pump connections were reseated, all sensor modules were reinserted, user settings were verified and the central display module was reset prior to performing preventive maintenance and a full functional verification. During the evaluation, no problems were found so the pump was returned to service. No further complaints have been received. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.